Manufacturer narrative:
An event regarding disassociation of the femoral stem and head & altr involving a lfit v40 cocr head that was mated with accolade stem. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: although xray images were provided in the study, there is no indication or confirmation that these xrays are associated with patient 7 and therefore will not be submitted for medical review for this case. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6)2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported through a study performed by the university of pittsburgh school of medicine that a patient with a bmi of 28.6 was revised for disassociation of their femoral stem and femoral head 7.9 years post implant. Altr was also noted. The patient had a chromium level of 3.5. The patient was revised to a modular stem and biolox head. The poly was also replaced.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through a study performed by the (B)(6) school of medicine that a patient with a bmi of (B)(6) was revised for disassociation of their femoral stem and femoral head 7.9 years post implant. Altr was also noted. The patient had a chromium level of 3.5. The patient was revised to a modular stem and biolox head. The poly was also replaced.